Event description:
It was reported that the measurements from this pacemaker did not correlate to the pacing system analyzer (psa) measurements at time of initial implant. It was noted the psa measurements were all within normal limits; however, several of the pulse generator measurements showed skewed values. The local area boston scientific field representative was unable to retrieve any further information, including what the values were. Another pacemaker was successfully implanted. No adverse patient effects were reported. The attempted pacemaker will be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Device settings were reprogrammed to nominal before testing. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As such, the 'no problem detected' conclusion code was selected.

Event description:
It was reported that the measurements from this pacemaker did not correlate to the pacing system analyzer (psa) measurements at time of initial implant. It was noted the psa measurements were all within normal limits; however, several of the pulse generator measurements showed skewed values. The local area boston scientific field representative was unable to retrieve any further information, including what the values were. Another pacemaker was successfully implanted. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.